Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the right atrial (ra) lead oversensing noise resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed. The patient had no adverse consequences.